Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 393014 - ICD; 429688 - lead. Implanted on: (B)(6) 2016; 365500 - lead. Implanted on: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a high power event where the power jumped from 3 watts to 4 watts. Diagnostic testing was performed in the form of a transesophageal echocardiogram (tee). Thrombus was discovered on the right atrial leads as well as multiple small clots on the lead and bulging of the left atrial septum. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the hvad pump was not returned for evaluation. The reported high power event was confirmed via log file analysis which revealed an increase in power consumption and estimated flow to parameters above normal operating range beginning (B)(6) 2018. Of note, it was reported by the site that a trans-esophageal echocardiogram (tee) revealed thrombus on the right atrial leads. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events and the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.